Event description:
During an elective device replacement procedure, the set screw was unable to be loosened and the pace/sense portion of the right ventricular (rv) lead could not be disconnected from the device. The lead pacing and sensing portion of the lead was cut, capped, and replaced, but the defibrillation portion of the lead was still active. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis with the lead stuck in the header. The device was received at elective replacement indicator (eri) and a longevity calculation revealed no anomalies. Visual inspection of the device revealed damage to the header consistent with the explant procedure and a stripped set screw. Further analysis revealed the hex cavity of the set screw was stripped due to the torque driver being unable to engage the set screw thus preventing the lead from being disconnected properly.